Manufacturer narrative:
It was thought that the defective power management board was going to be sent to getinge's national repair center (nrc) for evaluation. However, it is no longer needed to be sent to getinge's nrc for evaluation.

Event description:
It was reported that prior to use on a patient, the batteries of the cardiosave intra-aortic balloon pump (iabp) would not charge. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to confirmed the reported issue. To address the issue the stm replaced the power management board, the stm then tested the unit and performed a pm. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the batteries of the cardiosave intra-aortic balloon pump (iabp) would not charge. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.